Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead exhibited loss of capture. Upon evaluation, it was noted that there was adequate lv capture with low evoked response. Programming changes on the sensitivity were done and the auto-measurement was programmed off; the patient will follow up with their cardiologist. There were no patient consequences.